Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's (pt) charging equipment sometimes gives the wrong information but then they fiddle with it and it flips over and says ok. Caller also reported, starting about a month ago, pt has been having problems of their ins turning off for some reason and their symptoms return. Caller said after a horrible 4 days and waiting 3 days to see their doctor the caller said they argued and told the doctor they thought it was a battery thing but the neurologist thought the pt was having a "catastrophic stage 5" but they checked and the ins was off, they turned it on and all of a sudden the pt sat up and opened their eyes. Caller said it charges up ok, the patient charges every day and it stays between 75 and 100 percent charged. But it just turns off and they know something is going on. Caller said pt has had parkinsons for over 30 years. The caller stated that therapy has turned off while the patient charged the ins, so they alleged that the recharger was causing therapy to turn off. The caller confirmed that the patient never touches the therapy on/off buttons on the recharger. A replacement recharger will be mailed to the patient. The issue was not resolved.